Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the coil was intact with the pusher assembly; the distal tip of the introducer sheath was kinked approximately 0.5 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the introducer sheath was kinked. This type of damage typically occurs due to improper handling during preparation. If the introducer sheath is handled with force during preparation, damage such as this may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure in the major aortopulmonary collateral artery (mapca), the physician noticed that there was a kink at the tip of the introducer sheath of a penumbra coil 400 coil (pc400 coil). The kinked introducer sheath was found prior to use and therefore, the pc400 coil was not used for the procedure. The procedure was completed using a new pc400 coil.